Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. See emdr 1218950-2018-00843 for information regarding serious injury.

Event description:
It was reported to philips that the device etco2 waveform was not displayed during cardiac arrest. The patient involved was being treated on the scene during a cardiac arrest . The users connected the patient to the device's etco2 tubing and the etco2 waveform was not displayed.